Event description:
Additional information: it was later reported the pump contained lioresal. The date of the last pump refill occurred (B)(6) 2011. The patient initially presented to the healthcare provider (hcp) in (B)(6) 2011 with an infected bone flap, which ultimately infected his shunt and pump. Csf (cerebrospinal fluid) was tapped and a culture revealed gram positive cocci. As of (B)(6) 2012, the patient's outcome was ongoing.

Manufacturer narrative:
Final device analysis with the pump revealed high resistance with the battery. Final device analysis for the catheter revealed a user related hole in the catheter body.

Event description:
It was reported a complete pump system explant was done on (B)(6) 2011 due to infection. As of (B)(6) 2012, no re-implant/replacement has occurred. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products - catheter model #: 8709 lot #: j12270r03 implanted: (B)(6) 2005 explanted: (B)(6) 2011.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.